Event description:
Pt alleges receiving breast implants on an unk date and of an unk MFR. Pt also alleges leakage only shows up on a sideways mammograph, not on a chest xray. There are definitely small empty pockets present and also a certain loss of shape on the left. She states she has considerable pain, her blood shows little evidence of arthritis, she has ache in her breast and underarms, burning all over, tired to the point of exhaustion, chest pains, band above the waist, the feeling of bruised bones, aching joints, not dizziness, but movement in her head, irritability, hair falling out, nails flaking and uncomfortable in the early hours. Pt also alleged, "when my knees were done there should have been an end to trouble in that area at least. At first, pain could be attributed to the trauma of the op but, as I mentioned, since I last saw the proof they've been deteriorating."